Event description:
During a drug eluting coronary stenting treatment procedure, crossing difficulties with taxus express2 were encountered. The lesion, in an unknown vessel, was heavily calcified. It is unknown if the lesion was predilated. The physician was unable to cross the lesion with the taxus express2 drug eluting stent and upon withdrawal, the physician noted that the stent was damaged at the proximal end. The physician confirmed that he noted no abnormalities with the stent prior to insertion. He believes that the stent may have become stuck on the calcified stenosis. The stent was not deployed in the pt. No pt injuries or complications were reported.